Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) in 2008. The patient reported experiencing halos and dry, itchy eyes. The patient reported she prescribed eye drops for at least three months due to high pressure. The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results - a lens work order search was performed and one similar complaint was found within the work order. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.